Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump cartridge was leaking. Additionally it was reported that the customer experienced elevated blood glucose (bg) levels that ranged between 400 mg/dl and over 500 mg/dl; cause was unknown. Customer addressed bg level by taking inhale-able insulin. Reportedly, the customer loaded a new cartridge to resolve issue.